Event description:
As reported, approximately 14 years and 4 months post the initial right total knee arthroplasty, the patient experienced an unstable knee, complained of pain, and was revised to a new poly. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.